Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and watchman laa closure device and delivery system were used. The physician attempted to close the laa from the auricle wing root, but it was not deep enough causing a large protrusion. The physician then chose to close the inner opening of the laa. When the closure device was deployed, there was a "comb-like" muscle at the wing tip. The closure device did not meet the release criteria. At this time, it was noted that the access system was kinked due to maintaining a counterclockwise position during multiple attempts. The closure device was fully recaptured and removed, and the physician used a non-boston scientific closure device to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system (was) with the dilator in the sheath, and blood in the device. Analysis of the device consisted of visual and microscopic inspection. Inspection of the hub, sheath and tip revealed kinks 1-2cm and 5.5-8cm distal of the strain relief. The tip was damaged as there was polytetrafluoroethylene (ptfe) delaminating from the inner sheath wall. There was no other damage or defect found on the remainder of the device. Media from the clinical procedure was provided to bsc and reviewed by a member of the complaint investigation site (cis). A photo attached to the complaint record depicts 2 kinks in the same location of the sheath as identified during analysis. Therefore, product analysis confirmed the reported event, as the sheath was kinked/damaged.